Event description:
It was reported on (B)(6) 2026, a 6-4mm amplatzer duct occluder was chosen for a procedure. During procedure, a deformation was noted.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.